Event description:
The patient reported that the ok keypad button became unresponsive on (B)(6) 2011. He noted that the button is sticking and feels flat. He stated that he wears the pump in his pocket, and denied exposing the pump to cleaning products.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.